Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was explanted the following week, due to the patient's recent use of anticoagulants. The device will be returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. A programmer was not able to communicate with the device and no tones were generated when a magnet was applied. The device case was opened to facilitate inspection of the internal circuitry. Upon opening the device case, it was revealed the inside of the device was contaminated with body fluid. Closer inspection of the device case noted a crack in the case on the bend near the header. No further analysis could be performed. The body fluid infiltration into the interior of the device case resulted in damage to the electrical components, leaving the device nonfunctional.

Event description:
Boston scientific received information that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. A magnet was applied to the device and beep tones were observed. A boston scientific technical services consultant discussed troubleshooting steps. A magnet reset of the device was performed, which resolved the interrogation issue. The device was subsequently interrogated, with no error codes displayed. No adverse patient effects were reported. Boston scientific received additional information. At the patient's next follow-up, the device again could not be interrogated with the programmer. This time, no beep tones were heard when a magnet was applied to the device. A magnet reset of the device was attempted, but still no tones were produced and interrogation was not successful. The device was scheduled for replacement the following day.

Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. A magnet was applied to the device and beep tones were observed. A boston scientific technical services consultant discussed troubleshooting steps. A magnet reset of the device was performed, which resolved the interrogation issue. The device was subsequently interrogated, with no error codes displayed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was explanted the following week, due to the patient's recent use of anticoagulants. The device will be returned for laboratory analysis.

Event description:
Boston scientific received information that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. A magnet was applied to the device and beep tones were observed. A boston scientific technical services consultant discussed troubleshooting steps. A magnet reset of the device was performed, which resolved the interrogation issue. The device was subsequently interrogated, with no error codes displayed. No adverse patient effects were reported. Boston scientific received additional information. At the patient's next follow-up, the device again could not be interrogated with the programmer. This time, no beep tones were heard when a magnet was applied to the device. A magnet reset of the device was attempted, but still no tones were produced and interrogation was not successful. The device was scheduled for replacement the following day.